Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion, prime or excessive no delivery alarm test due to the motor error alarm. The motor was tested outside of the device and it passed the motor test. All buttons functioned properly. No keypad anomaly or rewind anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.